Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. Per reporter residual volume was: 8.5, rate 2.2 and 91.5 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).